Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was displaying the battery icon symbol. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency is twice daily and manages her diabetes with insulin (novolog 70/30). The patient mentioned she administers 22 units of insulin in the morning and 18 units in the evening. The patient reported the alleged issue began on (B)(6) 2010 at an unknown time. Due to the alleged issue, the patient stated no action was taken regarding her diabetes management. Prior to the alleged issue and in addition to (B)(6) 2011 (between 5:30pm and 6:00pm), the patient confirmed and verified she passed out. At approximately 6:00pm on (B)(6) 2011, the patient confirmed emergency medical services (ems) was notified. According to the patient, when the ems arrived she was tested by the ER meter and obtained a reading of "39 mg/l", and was immediately administered glucagon injection. After the treatment by the ems, the patient claimed she felt better. At the time of troubleshooting, the cca noted the patient had used the subject meter before and there was no misused of the meter. The meter required a new battery; however the reporter stated the patient did not have a new battery available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.